Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic would not unfold from the injector. During the removal of the iol a posterior capsule tear occurred. The procedure was aborted, and the pt was left aphakic with lens placement scheduled for a future date. Additional info was received from the nurse, reporting the lens was replaced with an unk iol. Additional info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned. One haptic is broken and the optic is in two pieces. Neither haptic was returned stuck to the optic. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unapproved handpiece and viscoelastic. The product investigation could not identify a root cause for "haptic would not unfold, stuck to optic, pc-tear." The haptic was broken upon receipt. Fold testing could not be conducted due to the optic/haptic damage. However, the reported lens issue may be related to a failure to follow the dfu. The use of unapproved combinations may result in delivery issues and/or damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info from the user facility and the surgeon. A completed questionnaire was received from the user facility only. (B)(4).